Event description:
It was reported that the customer experienced difficulty twisting and attaching multiple ilet connectors from the same lot, leading the caregiver to modify the connector piece to achieve attachment; the user had prior successful experience with the product, and replacements were provided. Customer care provided support that included replacement logistics. Investigation of this case revealed a suspected fitment or dimensional compatibility issue with the connector component, as multiple units from the same lot were reported to be hard to engage and required alteration to attach. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was likely a manufacturing variation affecting connector fit.